Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5024m-58 lead, implanted: 1991-(B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing muscle stimulation with atrial pacing. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.